Event description:
It was reported that patient underwent total left hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to loosening of the femoral component. The acetabular liner, femoral stem and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.